Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient was hospitalized for 7 days due to diabetic ketoacidosis (dka) deficiency of electrolytes and high blood glucose (bg) levels of 39 mmol/l (702 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. 20 units on corrections were administered, then it was noticed that the pod got loose, the cannula dislodged from the site and was bent. At the hospital, the patient was given insulin and electrolytes.